Event description:
It was reported that at the start of a da vinci prostatectomy procedure, the vision side cart lost power. The site checked multiple outlets, verified power to the operating room and also verified that all electric cables were fully seated. The surgeon made a decision to delay the procedure in order for the isi field service engineer (fse) to arrive on site to repair the system. The procedure was delayed for approximately an additional hour while the vision side cart issue was being resolved. The planned surgical procedure was completed and no patient harm was reported.

Manufacturer narrative:
The investigation conducted by an isi field service engineer found a blown fuse on the vision cart. The vision cart contains camera and image processing equipment. The system was repaired by replacing the blown fuse. As of 2008, there have been no reported recurrences of the issue at this hospital.